Manufacturer narrative:
This report is processed under exemption number e2005018.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that the ot ii read inaccurately erratic. The patient associated with this complaint did not provide their age or weight.